Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unidentified alarm coming from the system controller was not confirmed. There was no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the patient was found deceased in his chair by his wife on (B)(6) 2023 with the controller alarming for an unknown alarm. The reason for death is undetermined and it is unknown if the death was device related. Patient did not undergo an autopsy and the device will not be returned for evaluation as it was not explanted. It is unknown how long the alarm was active for. The customer communicated that no additional information will be provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related regulatory reference report MFR # 2916596-2023-06812. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased in the chair. The device was alarming, but the type of alarm was unknown. It was unknown if the pump was still running or not. The cause of death was undetermined, and it was unknown if it was device or therapy related.